Manufacturer narrative:
The hardware was returned for a component investigation, which was completed. The report submission was not submitted in error. This was identified on 06aug2019. The vyaire failure analysis group received the suspect gas delivery engine (gde) part number 16650 rev j, serial number (B)(4) for investigation. The fa group performed a visual inspection and found sub-component damage. The fa engineer installed the gde into a test device and cycle the device on for an extended period,which duplicated the reported device behavior. After further evaluation and re-working of the gde sub-components the fault was traced to a component failure. At this time, the reported event was confirmed and duplicated. The component root cause is associated with an integrated chip failure on the power driver (pcba) of the gde.

Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and determined the likely cause of this failure was associated with the gas delivery engine (gde). A gde was replaced for this device and the suspect gde was returned to vyaire's failure analysis laboratory for evaluation. At this time, the gde has been received and the component root cause investigation is pending.

Event description:
The customer reported an inoperative condition on this ventilator device. After a "hssc comm fault" display alarm, while in patient use. The customer did not state a known patient impact with this event.